Manufacturer narrative:
Evaluation results - device history review found the product met specifications when released for distribution. Conclusion - exact cause of the event cannot be determined as the product has not been returned for analysis. Analysis: to date, the product has not been returned to medtronic for analysis. Without product return, analysis is limited to review of the device history record, which shows what this product met manufacturing specifications when released for distribution. Return of the product is anticipated. A supplemental report will be submitted once the product has been returned and analyzed. Conclusion: exact cause of the event cannot be determined at this time as the product has not been returned for analysis. The valve was successfully implanted without reported adverse patient effects.

Event description:
Medtronic received information that while manipulating this bioprosthetic aortic valve into the aortic root, the rotor detached from the valve holder. As a result, the steel handle could no longer be used to manipulate the valve and holder. It was reported that the steel handle remained screwed into the rotor, and attempts to unscrew the handle from the rotor were unsuccessful. The retention sutures were cut, and the holder was removed completely from the valve. The valve was subsequently implanted without use of the valve holder. There were no repotted adverse patient effects.